Manufacturer narrative:
(B)(4). Retainer ring = black. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, cracked case on the battery tube side, and partially broken retainer ring.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that broken retainer ring and reservoir was locked into the place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.